Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were hard to push, sticky or sometimes unresponsive. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump battery life was diminished and rejected new batteries. Insulin pump had scratches or rainbow effect on the screen. Insulin pump had random no delivery alarm and crack to the reservoir top part. Customer was declined troubleshooting. The insulin pump will not be returned for analysis.